Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 32. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At theevent the patient experienced: swelling and bleeding. No further patient complications were reported.